Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a rotator cuff repair procedure, the distal anchor was broken when passing the two sutures (ultratapes) through the anchor. The procedure was completed without surgical delay using a s+n back-up device into the same originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation of the device shows it was not returned in the original packaging. The distal plug and proximal body are intact and still in place. The distal tip was not returned. A functional evaluation showed that knob one moved the distal plug forward as intended. Knob two moved the proximal body forward as intended. Based on the condition of the product material, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the anchor material drawing/specifications found that certifications and testing data are required for raw material. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and root cause could not be established since the distal anchor was not returned for evaluation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a rotator cuff repair procedure, the distal anchor was broken when passing the two sutures (ultratapes) through the anchor, external to the patient. The procedure was completed without surgical delay using a s+n back-up device into the same originally drilled bone hole. No further complications were reported.